Event description:
Information received with return of the explanted device notes inappropriate measured data and dashes (---) for parameters. Several attempts to perform software downloads and recalibrate the parameters were unsuccessful. There were no consequences to the patient.